Event description:
Us complainant reported the patient was on impella cp support. While on support, unable to doppler distal pulses in right or left foot. The patient was taken to the catheterization lab to shoot runoff of right leg. Distal runoff showed no flow past impella sheath. The doctor decided to explant the impella. A thrombectomy to the right leg was performed, and flow restored down right leg. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.